Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that customer experienced low blood glucose. Blood glucose level at the time of incident was 52 mg/dl. Customer reported that they received an open book image on insulin pump screen. It was unknown whether customer used auto mode at the time of incident. Troubleshooting was not performed for low blood glucose event. The device will be returned for analysis. No further patient complications were reported.